Event description:
Pt had right shoulder arthroscopy after complaining of shoulder pain - shoulder cleaned out. Pt felt better post-op, but then complained of pain. Pt was given a steroid injection and had some relief. Pt decided to get a second opinion before joint replacement surgery. Pt was sent for x-rays - radiologist found retained foreign body. Foreign body is a protective hood from a stryker shaver blade. It was removed in 2001.